Event description:
It was reported that during water vapor therapy, the needle returned but the corresponding circle on the device display remained red and the button on the handpiece to have the needle pulled out no longer worked; the display showed error 296 needle retraction error. Two identical errors were noted with two devices. The attempts were made to disconnect and reconnect the devices, turning the generator off an back on; however the issue was not resolved. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The generator was received for analysis, and it was thoroughly analyzed. Analysis of the generator was able to confirm the reported event as the error code 296 (solenoid error) was noted during analysis. The error code 296 was related to the mcb (master control board). Replacing the mcb resolved the issue. The generator was received with minor plastic enclosure damage. Those parts were replaced. The generator received all required updates passing full functional and electrical safety testing. Based on analysis results, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during water vapor therapy, the needle returned but the corresponding circle on the device display remained red and the button on the handpiece to have the needle pulled out no longer worked; the display showed error 296 needle retraction error. Two identical errors were noted with two devices. The attempts were made to disconnect and reconnect the devices, turning the generator off an back on; however the issue was not resolved. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.